Event description:
It was reported that the video system center exhibited endoscopic image is not displayed. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.